Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the two controllers were not returned for evaluation. Log file analysis pertaining to one controller revealed that a controller fault alarm was logged on (B)(6) 2020 at 04:53:59, indicating an internal battery fault. Additionally, analysis of alarm log file revealed a vad disconnect alarm was on (B)(6) 2020 at 05:17:48, likely due to troubleshooting and/or a controller exchange. Log file analysis pertaining to second controller revealed a controller power up event logged on (B)(6) 2020 at 05:52:56. Review of the event log file pertaining to the controller revealed that, prior to the power up event, the controller last had power on (B)(6) 2017. Additionally, review of the data log file pertaining to the controller revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 05:53:29 on (B)(6) 2020, indicating that the power up event occurred during a controller exchange. As a result, the reported events were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller fault alarm may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to a controller exchange. Additional products: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 120 h6: FDA conclusion code(s): 4315 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: (B)(4) 11 investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one controller exhibited a controller fault alarm and the other controller had an unexpected loss of power. The controllers remain in use. No patient complications have been reported as a result of this event.